Event description:
On (B)(6) 2012, at (B)(6) hospital in (B)(6), it was reported that 16 hours after ECMO support was initiated on a patient there was blood leakage from the gas outlet of the quadrox-I be-01970311-pls d oxygenator (lot number 70080922. The oxygenator was replaced. There was no patient impact. (B)(4).

Manufacturer narrative:
(B)(4). The returned sample was analyzed in the laboratory and the leakage at the gas exhaust port was confirmed. The leak was caused due to shrinking fibers in the potting area of the oxygenator which allows the blood to flow out of the potting area and into the gas exhaust port by gravity. When the oxygenator was opened, 11 leaking fibers were found due to insufficient connection to the potting area. The cause of the shrinkage resulting in insufficient connection is not determined at this time and an investigation is ongoing. Note: the reported event occurred when using the be-01970311-pls d quadrox-I oxygenator, however a equivalent device marketed in the us is used for reporting. (B)(4).